Event description:
An obituary search yielded information that the patient passed away on (B)(6) 2011. Additional relevant information could not be obtained from a medical profession as the patient's previous neurologist is no longer practicing and patient's current neurologist is unknown. Did per the funeral home, if the patient was cremated, patient's device would have been removed and sent to michigan state university for recycling. Information regarding patient's cause of death per death certificate will only be shared with family and was not provided. The patient's death certificate could not be obtained as the manufacturer was is not eligible to request a certified copy. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. Additional relevant information has not been received to date.